Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger product ID 97755-s, serial# (B)(6), product type recharger product ID 97745, serial# (B)(6), product type programmer, patient product ID 97755-s, serial# (B)(6), product type recharger h3: analysis of the recharger found no issues with finding or charging ins. No anomalies were visually observed. Passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when they are charging the implanted neurostimulator they will have it on excellent charge quality and then they will check it a little while later and it will be jumping from excellent to good - pt stated the charge is not holding the connection. Patient stated that this has been happening for the last week. Patient reported that last night they were charging for an hour and it never got to where it needed to be. Pt stated that their charge level was around 60% when they started and an hour later it was about 90%. Pt mentioned they talked to their field rep last night. Patient verified that there is no visible damage to the recharger cord / plug. The issue was not resolved. An email was sent to the repair department to replace the device. Pt called back stating they had trouble with the paddle for it got hot and controller got hot when recharging the ins. The pt got the new rtm but it was still doing the same thing where the rtm and controller got hot. When charging with rtm it seemed like the controller will drain so fast from 70% to orange when they charge the ins 20% battery. Agent closed case.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#: ; product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) b3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when they are charging the implanted neurostimulator they will have it on excellent charge quality and then they will check it a little while later and it will be jumping from excellent to good - pt stated the charge is not holding the connection. Patient stated that this has been happening for the last week. Patient reported that last night they were charging for an hour and it never got to where it needed to be. Pt stated that their charge level was around 60% when they started and an hour later it was about 90%. Pt mentioned they talked to their field rep last night. Patient verified that there is no visible damage to the recharger cord / plug. The issue was not resolved. An email was sent to the repair department to replace the device. Pt called back stating they had trouble with the paddle for it got hot and controller got hot when recharging the ins. The pt got the new rtm but it was still doing the same thing where the rtm and controller got hot. When charging with rtm it seemed like the controller will drain so fast from 70% to orange when they charge the ins 20% battery. Patient called back stating that they were still having problems trying to recharge their ins. Patient said that the recharger paddle and relay box were getting hot while trying to recharge the ins. Patient said that while trying to recharge the ins, patient would see recharging excellent however then it would switch to recharging good. Patient said that the ins battery would go up 20%, however the controller battery would just drain. Patient said that they had all of this done (equipment replaced) on 1/30/2024, but it still wasn't working right. Additional information was received. Patient called back stated they received the new rtm but the rtm is getting hot, relay box and controller are getting hot, and the controller is draining when recharging the ins, and recharging quality go from excellent to good.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient h3: analysis of the 97745 intellis controller (s/n (B)(6)) revealed no anomalies, with excellent recharge status. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient identifying their weight at the time of event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 97755-s serial# (B)(6) was returned for product analysis. Analysis found the complaint was unable to be verified. They found no issues with finding or charging the ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Patient called back stating that they were still having problems trying to recharge their ins. Patient said that the recharger paddle and relay box were getting hot while trying to recharge the ins. Patient said that while trying to recharge the ins, patient would see recharging excellent however then it would switch to recharging good. Patient said that the ins battery would go up 20%, however the controller battery would just drain. Patient said that they had all of this done (equipment replaced) on 1/30/2024, but it still wasn't working right.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.